Event description:
The customer reported that the unit went vent inop with watchdog timer failure. No patient involvement reported.

Manufacturer narrative:
On 4/3/2017; the customer returned gds was installed in an fi test ventilator. The air and oxygen flow accuracy test was performed and passed. The ventilator was run in normal ventilation and power cycled for one hour without any errors occurring. No failure was found.

Manufacturer narrative:
Device evaluation & resolution: the product support engineer first advised the customer replace the cpu pcb. The customer ordered the cpu pcba for replacement yet required further assistance and requested a field service engineer (fse) come repair the device. The fse noted in the diagnostic history log two additional error codes relating to calibration errors. The fse replaced the flow sensor assembly to resolve this issue. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.